Event description:
Device 1 of 2: reference MFR report: 1627487-2012-02115. It was reported the pt feels heat at the ipg site when stimulation is on and while recharging. She stated she feels the heat is moving from her ipg up towards her leads. The physician reported the pt received another device for bladder stimulation and feels it may be contributing to this issue due tot he proximity of the systems. It was reported the physician plans to perform an x-ray of the pt's scs system and bladder device to investigate the issue. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.